Manufacturer narrative:
Insulin pump was received with minor scratched display window, missing reservoir tube o-ring, cracked case at reservoir tube window corner, cracked reservoir tube window, missing end cap sticker and partially broken off reservoir tube lip. However the test reservoir does lock/click in place. Insulin pump passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 345mg/dl at the time of the incident. Customer states o ring of reservoir compartment has fell off. Customer advised to discontinue use of the pump and revert to backup plan per hcp's instructions. Insulin pump will be return for analysis and will be replaced.